Manufacturer narrative:
B3: date of event updated with additional information received. B5 describe event or problem: updated with additional information received. H6 patient code updated from e2403 no clinical signs, symptoms or conditions to e0514 thrombosis/thrombus. H6 impact code f2301 additional device required added.

Event description:
Reported via patient call center. It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was successfully implanted on (B)(6) 2023. The patient was discharged. The patient stated that has a leak and that the physicians attempted to fix the leak. The patient stated that was told the tissue did not grow over the leak, it was a slight leak, and that the repair failed. The patient still on eliquis and stated the physicians mentioned another possible repair the patient also stated that would like to get off his blood thinner. It was further reported that a 2.7mm x 1.5mm thrombus was noted on transesophageal echocardiography (tee) and the size of the leak was 5mm. A non-boston scientific (bsc) duct occluder was used to close the leak on (B)(6)2024. A tee performed on (B)(6) 2025 showed the leak around the duct occluder to be 2.1mm. Another tee performed on (B)(6) 2025 showed the leak around the duct occluder to be 1.3mm. The decision was made to discontinue oral anticoagulation.

Manufacturer narrative:
B3: date of event is an approximate date as the actual event date is not known.

Event description:
Reported via patient call center. It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was successfully implanted on (B)(6) 2023. The patient was discharged. The patient stated that has a leak and that the physicians attempted to fix the leak. The patient stated that was told the tissue did not grow over the leak, it was a slight leak, and that the repair failed. The patient still on eliquis, and stated the physicians mentioned another possible repair the patient also stated that would like to get off his blood thinner.